Event description:
According to the reporter: there was one complication amongst the 20 subjects treated with the device. One pt underwent a resection and experienced a pneumothorax after discharge. The pt required 3 chest tube for 3 days. Authors of the study do not comment on any suspected relationship to the device.

Manufacturer narrative:
(B)(4).